Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue but failed to release from the catheter even after closing and opening the handle. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.